Event description:
Boston scientific received info that this right ventricular (rv) lead was attempted to be implanted. The physician attempted to reposition the lead for more adequate pacing threshold measurements, after multiple attempts the physician noted that the helix would not extend or retract. The physician also noted a perforation, echo and pericardiocentesis. The lead positioning attempts most likely led to tamponade. The pt¿s blood pressure had gone down and the heart rate went up. This was assumed to be caused by the amount of time it took to try and reposition this rv lead. A new rv lead was successfully placed.